Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the outer insulation had cosmetic depression, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted the distal conductor stretched, the outer insulation pulled apart (overstress), the helix/lobe was distorted/bent, there was blood in/on helix/lobe mechanism, the lead was stretched, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted there was blood in/on helix/lobe mechanism.

Event description:
It was reported that the atrial lead was undersensing, there was no evidence of atrial capture, the markers for the atrial senses did not correspond to the p-waves seen on the electrogram, and the patient was symptomatic with fatigue. In addition, it was noted that this was due to lead isolation related to an atrial ablation procedure that the patient underwent. The lead was capped and replaced. No patient complications have been reported as a result of this event. It was later reported that a system infection was reported and all leads were explanted and not replaced. No further complications were reported as a result of this event.

Event description:
It was reported that the atrial lead was undersensing, there was no evidence of atrial capture, the markers for the atrial senses did not correspond to the p-waves seen on the electrogram, and the patient was symptomatic with fatigue. In addition, it was noted that this was due to lead isolation related to an atrial ablation procedure that the patient underwent. The lead was capped and replaced. No patient complications have been reported as a result of this event.